Event description:
It was reported that during a peripheral imaging procedure, the imaging catheter tip broke off. Vascular access was obtained via the right common artery. The 100% stenosed lesion was located in a non-calcified and tortuous left superficial femoral artery. The atlantis catheter was advanced and upon withdrawal slight resistance was encountered. The tip broke off and was snared out of patient using a non-bsc 7.5 snare. The procedure was completed successfully. No patient complications were reported and the patient's status is ok

Event description:
It was reported that during a peripheral imaging procedure, the imaging catheter tip broke off. Vascular access was obtained via the right common artery. The 100% stenosed lesion was located in a non-calcified and tortuous left superficial femoral artery. The atlantis catheter was advanced and upon withdrawal slight resistance was encountered. The tip broke off and was snared out of patient using a non-bsc 7.5 snare. The procedure was completed successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:. The catheter was received in two pieces: a broken off distal tip and the rest of the catheter. The broken off distal tip end measured 1.3cm. The broken off distal tip assembly appeared scratched and stretched approximately 1.0cm long. Kinks were observed in the sheath assembly at 35.6cm and 44.0cm from femoral marker at proximal side. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).